Event description:
One blood leak occurred during hemodialysis treatment. The blood loss was 200 cc because blood of the total inside volume was taken including dialyzer and tubing. The patient was well and no medical treatement were given.